Event description:
According to the reporter: the surgeon was using the endo catch ii. The device malfunctioned when he was retrieving the specimen. At that time, he noticed plastic from the retrieval bag had dislodged from the device. Pieces were retrieved. They compared the device to another device to help detect if any pieces were missing from the malfunctioned device. They feel that all pieces were retrieved.

Manufacturer narrative:
(B)(4).